Event description:
It was reported that during an unk procedure, 2 devices have been used. The first device gave instrument error. The second device lost the tissue pad but did not fall into the pt. No pt consequences.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.